Event description:
No new patient or event information to report.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Description of event: it was reported that a ngage nitinol stone extractor was received with foreign matter that appeared to be a piece of paper inside the package. The foreign matter was not identified during a procedure, and the device did not have patient involvement. Investigation ¿ evaluation. A visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, manufacturing instructions, and quality control data. The complainant returned one closed, unused ngage nitinol stone extractor, (B)(6), to cook for investigation. A piece of packaging material was observed inside sealed package. A review of the device history record found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The cause for the complaint was a manufacturing issue in that the material was inside the pouch when sealed. It was also a quality issue in that the material was not found during the packaging inspection. Per the quality engineering risk assessment, no further action is warranted. Cook will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(6). Occupation = non-healthcare professional: quality specialist. PMA/510(k) #: exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that a ngage nitinol stone extractor was received with foreign matter that appeared to be a piece of paper inside the package. The foreign matter was not identified during a procedure, and the device did not have patient involvement. No other adverse effects were reported for this incident.